Manufacturer narrative:
(B)(4). The device was received in a condition such that evaluation could not be performed and was discarded. A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found to be damaged during use. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 3 for this event.